Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. During the procedure the lead was difficult to place and after repeated attempts, the patient experienced chest pain. The physician commented that the lead and guide wire were quite soft and could not provide sufficient support for placement. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.